Event description:
It was reported that, "tulip head broke off one side of the occipital plate with no inciting event replaced it with a new stryker occipital plate."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.